Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown unexpectedly. The customer's blood glucose was 188 mg/dl. The contact plugged the pump in to illuminate the screen. When the pump turned on, the cartridge displayed 0 units. The pump battery was at 5%. The contact was not sure if the battery had died. As the contact did not have the pump at the time of the report, tandem technical support was unable to troubleshoot. Although multiple attempts were made, the contact did not reply to the requests for additional troubleshooting. No additional information was provided.